Event description:
A malfunction was reported. There was no information available regarding any adverse impact to the customer's blood glucose level as the customer declined to answer. Attempts were made to contact the customer via email, but further details on the malfunction or serial number were unavailable. No additional actions were reported regarding the event's outcome.